Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study - it was reported that 1813 days after a coronary artery stenting procedure, the pt experienced in-stent restenosis and required coronary artery bypass grafting (CABG). The pt's qualifying condition as unstable angina (braunwald classification iiib) and the pt was referred for cardiac catheterization. The target lesion was a 3.0mm, 90% stenosed, 15mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 20mm taxus express2 study stent with 0% residual stenosis. The pt was discharged two days later on aspirin and clopidogrel. At 1813 days after the index procedure, the pt presented with acute decompensated heart failure and chronic atrial fibrillation. At 1821 days post index procedure, the pt underwent CABG with lima to the lad and aortic valve replacement. Complete left-sided modified cox-maze procedure with radiofrequency ablation was also reformed for chronic atrial fibrillation of uncertain duration. The pt was discharged to a rehab facility on coumadin therapy 15 days later.